Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-45665 / 2017865-2022-45666. It was reported that the patient presented in clinic after having syncopal events. After programming changes were performed, syncope events re-occurred. The physician suspected the pacemaker system was exhibiting under-sensing and pacing inappropriately. No additional information was reported.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.